Event description:
Patient was admitted to the micu [medical intensive care unit] with a complicated diagnosis and was extremely ill. Crrt [continuous renal replacement therapy] was ordered for kidney failure and fluid overload. Late in the day staff tried several times to prime crrt lines in ordered to provide the patient with the necessary therapy. The troubleshooting required to get the machine started was extensive and likely led to a delay in care but ultimately doesn't seem to have caused harm. As staff moved through the weekend it was noticed that the same lot # for the prismaflex st150 seemed to be difficult to prime on several other patients and on a different machine. They reached out to cicu [cardiac intensive care unit] who had a patient using the same lot number successfully. They pulled the st 150 sets from the unit and utilized other sets from a different lot. On monday morning I reached out to xxxx who checked stock to see how much of the lot was remaining. Currently have the remaining sets in my office and staff has moved on to other lot numbers without any reported issues with priming.